Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # u5ee8k. Investigation summary: according to the information received the psee60a device, would not fire, difficult to open. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the sw3 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No consequences could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Device could not be fired. Instrument could not be triggered, blocked, finally the emergency lever was used. Surgery was completed with another instrument.